Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and that some of the information from the pump history is missing. The customer indicated that they have contacted their doctor and declined to troubleshoot further. No further details given.